Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: a review of the pump¿s black box showed 054 call service alarms. During testing, the pump powered on to a discolored and distorted display screen with intermittent audio tones. The keypad buttons were unresponsive. The complaint could not be adequately tested due to this. The pump cover was removed and evidence of moisture corrosion was found throughout the pump. (B)(4).